Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop, the internal battery was hot and fan is not working. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
The carefusion failure analysis lab received and evaluated the gas delivery engine (gde). The failure was duplicated in the fa lab. The fa lab investigation found the power driver board failed.